Event description:
The customer reported to vyaire medical that the lap top ventilator has audible leak noted inside the unit. The customer confirmed that there is no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). Service was able to verify the customer's reported issue. All testing was done with a good known test ac adapter connected. O2 supply was connected and a loud noise was emitted from inside the vent. Internal inspection revealed a disconnected pt5 transducer port on the analog board. The o2 blender pisoc connector was reconnected to the pt5 transducer port and the problem was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.